Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the broken loop; however, the broken portion was not returned. A visual inspection on the returned device noted that there was approximately 50 % of the loop missing with char marks noted on the resector and the loop. In addition, a microscopic inspection was performed at the distal end of the device and found the resector post were burnt or melted. Based on the investigation findings, the most likely root cause of the reported event can be attributed to the loop coming in contact with a metallic material during the hf output, which can led to the premature melting of the loop. The instruction manual warns user ¿do not use an instrument that fails to meet the criteria stated in the labeling, or that has been damaged. Inspect the devices immediately upon removal from the patient for any signs of breakage or fragmentation. If the device is damaged, retain it to assist with the manufacturer¿s analysis of the event.¿

Event description:
Olympus was informed that during an unspecified procedure, the loop broke off and fell into the patient. It was reported that the device fragment was retrieved with unknown device. The intended procedure was completed. There was no patient injury reported.